Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes' plunger rods were cracked and splintered with sharp edges. The following information was provided by the initial reporter: "on 3 occasions over the last few days, syringe plungers have cracked and splintered off leaving sharp edges... This happened just with the regular pushing of meds, nothing particularly thick or requiring turbulent push"

Manufacturer narrative:
H6: investigation summary: three photos were provided to our quality team for investigation. Through visual inspection, a partially broken plunger rod and imperfection in the barrel surface were observed. Potential root cause for the plunger rod and barrel surface defects are associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective actions determination could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ tip syringes' plunger rods were cracked and splintered with sharp edges. The following information was provided by the initial reporter: "on 3 occasions over the last few days, syringe plungers have cracked and splintered off leaving sharp edges...this happened just with the regular pushing of meds, nothing particularly thick or requiring turbulent push".